Manufacturer narrative:
References the main component of the device system; other relevant components include: product ID: 8840, serial# unknown, product type: programmer, physician. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving baclofen [500 mcg/ml] at a dose of 205 mcg/day via an implantable pump for intractable spasticity. It was reported on (B)(6) 2017 that the drug concentration was changed from 500 mcg/ml to 2000 mcg/ml yesterday ((B)(6) 2017) but the programming was not updated to reflect the change and no bridge bolus was programmed. It was noted that the patient was on their way back to the office at the time of the report on (B)(6) 2017. Information regarding options for reprogramming the pump with a modified bridge bolus and how long it should take to run the old drug out/when the new drug should reach the catheter tip was reviewed. No symptoms or complications were reported. The hcp called back later on (B)(6) 2017 stating that they decided to bypass any bolus as they were in a window where the old drug had run out almost completely and they were comfortable with updating to the correct concentration at that time.

Manufacturer narrative:
Concomitant medical products: product ID: 8870, product type: software relevant pli's updated. If information is provided in the future, a supplemental report will be issued.